Manufacturer narrative:
Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an episode of syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited high rv threshold. It was also noted that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) more than nine months prior, and the device is now at end of service (eos). Follow-up was conducted with the patients listed clinic, but no further information was ascertained. No reprogramming has been completed. The device and lead remain in use. No further patient complications have been reported as a result of this event.